Event description:
The customer reported to olympus that when using a tracheal intubation fiberscope, there were defects on the bending section and insertion tube. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (defects of the bending section and insertion tube) was confirmed due to a dent on the connecting tube. In addition to the coating peeling on the connecting tube (1mm2 or more), additional evaluation findings were as follows: due to a crack on the control unit there was water leakage, the adhesive on the bending section cover had a chip, due to the channel tube being crushed, the tube cleaning brush could not be inserted, the adhesive around the light guide was peeled, the indication on the light guide connector was unclear, the diopter ring, eyepiece, and control unit were dirty, and the eyepiece had a scratch. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been eleven years since the subject device was manufactured. Based on the results of the investigation, the root cause of the connecting tube coating peeling (1mm2 or more) could not be determined. Likely causes of the event could be stress of repeated use, external factors, or handling of the device. This issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.2 preparation and inspection of the endoscope: inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.